Event description:
It was reported that during a carotid vascular interventional procedure, stent deployment difficulties were encountered. The lesion was located in the right internal carotid artery. Vascular access was obtained through the femoral artery. Upon attempting to deploy the 8.0 x 29mm carotid wallstent monorail, the stent only partially deployed and could not be fully deployed, as the stent delivery system "got stuck". The physician used the guide catheter to recover the wallstent and removed it from the patient without incident. The procedure was completed by another of the same device. No patient injuries or complications were reported as a result of the event. The patient's status was reported as "stable".